Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported that the patient, with mixed mitral regurgitation (mr), underwent a mitraclip procedure, to treat mr of grade 4. The first clip delivery system (cds) was advanced into the patient anatomy; however, when exiting the steerable guide catheter (sgc) in the left atrium, it was determined that the device had been mis-keyed, as the device was noted to be steering incorrectly when going down to the mitral valve. The device was removed without issue. Three additional clips were implanted, using the same sgc. The mr grade was reduced to grade 1-2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The mitraclip instructions for use (IFU) states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. All available information was investigated and the reported difficult to position (sleeve steering issue) appears to be related to the user error as the clip delivery system (cds) was mis-keyed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.